Manufacturer narrative:
(B)(4). The ge service rep replaced the aux int pcb and performed an operational test to include numerous boot-ups without any failures noted. The system booted and functions as intended.

Event description:
The customer indicates that during first boot-up of day, the c-arm would not boot-up and the workstation monitors where both blank. No pt injury was reported.